Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was not displaying the number "3" accurately. The customer's blood glucose level was 88 mg/dl. Troubleshooting with tandem technical support was performed and it was reported that the issue was resolved. Customer continued to use the pump for insulin therapy.